Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to undersensing of p-waves. Programming changes were recommended and the device remains implanted.